Event description:
Mpxr indicates there was lia tnggered on the leads; analysis showed there were 2 oversensing episodes and short v-v intervals on the rv lead; reprogramming recommended on the rv lead (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).